Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the reported complaint was able to be confirmed and duplicated xdcr pt800 failed.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault alarm. The customer confirmed that there was no patient involvement associated with the reported issue.